Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery the motor drive unit was not working, it was getting hot when it was used in the or. No case or patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed an unresponsive button and a handpiece sensor error message. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. Internal complaint reference: (B)(4).